Event description:
Nurse reported that the cutter did not work properly and it had to be exchanged. No pt harm was reported.

Manufacturer narrative:
The investigation is in progress. A sample return is expected, but it has not yet been received for evaluation. A root cause has not been identified. (B)(4).